Event description:
The facility reported a colleague infusion pump with an error 810:11. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the general pt ward. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation. The root cause was due to a faulty air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.